Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was not available for analysis at the time of this evaluation. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in italy reported that the vitrectome did not cut and aspiration continued. There was no impact to the patient.